Event description:
The reporter indicated that the surgeon noted an implantable collamer lens, reportedly "lens broke during loading". The serial number was not provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon noted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -18.00 tore/broke before/during loading on (B)(6) 2024. It's unknown when the damage occurred. The damage was noted during injection into the eye. The lens was not implanted. On (B)(6) 2024 a lens of the same parameters was implanted into the patient's left eye (os) and the problem was resolved. The reporter indicated the cause of the event is unknown. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Corrected data: claim# "(B)(4)" should be corrected to "(B)(4)". Claim# (B)(4).